Event description:
It was reported that this pacemaker system triggered a lead safety switch due to a low out of range right ventricular (rv) pacing impedance measurement. The rv lead has been reprogrammed back to bipolar configuration. In addition, technical services (ts) found noise and intermittent oversensing. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.